Manufacturer narrative:
The customer used test strips of lot 671892 with an expiration date of 30-apr-2027. The customer tested the meter using qc material and linearity material, but the results "failed". On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was requested to be returned for further investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 13:42, the result from a sample from the arterial line was 33 mg/dl. At 13:44, the result from a sample from the arterial line was 73 mg/dl. At 13:46, the result from a lab venous draw sample was 53 mg/dl. At 14:01, the result from a sample from the arterial line was 73 mg/dl. The customer stated that the staff did not believe the results.